Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was oversized causing the cylinders to bulge and one cylinder to extrude out of the corpora. A new inflatable penile prosthesis was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.